Event description:
It was reported by dealer that when the box was opened the handle on the left hand side leg rest assembly was broken off and lying loose inside the bottom of the box. No further information is available.